Event description:
Dark image.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 3, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g3 (date received by manufacturer) ; g6 (indication that this is a follow-up report) ; h2 (follow-up due to additional information and device evaluation) ; h3 (device evaluated by manufacturer) ; h4 (device manufacture date); h6 (identification of evaluation codes 10, 3331, 3224, 3259, 19, 133). Type of investigation #1: 10 - testing of actual/suspected device . Type of investigation #2: 3331 - analysis of production records. Investigation findings #1: 3224 - optical problem identified. Investigation findings #2: 3259 - improper physical structure. Investigation conclusions #1: 19 - cause traced to user. Investigation conclusions #2: 133 - end of life problem identified. The returned sample was visually inspected for damage and looked through the endoscope directly to read some print matter. The internal components was then inspected using a monocular and it was discovered that there was a crack on one of the internal lenses which resulted in a dark visual field. It is also noted that this device was used approximately 11 months past its expiration date. Improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 866- lenses. Health effect ¿ impact code: 4648- insufficient information. Health effect ¿ clinical code: 4580- insufficient information. Medical device problem code: 3001- optical problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that endoscope has dark image. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. The event related information is not available.